Event description:
A healthcare professional reported that in 2007, a child was hospitalized for one day with hypoglycemia due to mistreatment based on readings obtained on their unlocked freestyle flash meter in the incorrect unit of measurement. Customer was taken to atrium medisch centrum te heerlen and was "given extra carbohydrates".

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Meter is unlocked to mg/dl. Readings with a 12 cal code were found in glucose log. Errors 015, 0204, 0300, 0800 and 0806 were found in error log. Calibration parameters were within specification. Memory overwrite was observed. Meter is inoperable. Customers and retailers have been informed through the adc fa16may2006 letter.